Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had a rash. The patient reported that the rash was itchy, causing her to scratch it often. The patient's nurse practitioner gave the patient a cream to use. The patient reported that the cream was helping the rash.